Manufacturer narrative:
Additional information: d9, h3, h6. Corrected information: b3, b5, e1. H6 (health effect - clinical code) was updated in the previous report but not reported in h11. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6124770 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot#6124770 is not applicable for review since the issue is customer related. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø5.0 x 8 mm (70-1154-imp0014) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. (B)(6) 2024 root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Corrective action no corrective action is warranted at this time since the root cause was inconclusive. Based on the DHR review, there is no product deformity or non-conformity. There was no evidence found to indicate that the reported issue was caused by the device itself. Fmea review results in reviewing rpt- 012609 rev 5.0 - risk management report for hahn tapered implant system, the reported issue has already been identified under the "customer related" process aspect: · failure mode - loss of osseointegration: · cause - prosthetic overload, periimplantitis · effects - loss of bone/implant, could lead to implant fracture · severity - 3 (serious- device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 4 (frequent- common cause events. Will occur for many or most devices under ordinary circumstances.) · risk mitigation - per the product IFU, the implant site should be inspected periodically for adequate bone by radiographs, palpations, and visual examinations and instruction of good oral hygiene. The product is made to be handled by licensed professionals only. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient presented on (B)(6) 2023 for a primary procedure on tooth #18. On (B)(6) 2023, the patient presented with the issue and upon examination, the provider noted swelling around implant and the patient expresses pain at touch on implant. The patient reported pain since the surgery. The provider noted the issue around the implants was healthy but the implants were mobile. The provider noted the implant failed to integrate and the device was removed and replaced on (B)(6) 2023. The patient is doing well.

Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The probable or root cause of the event has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: h10. Correction: d9, g1. A5 in the first supplemental report was inadvertently reported as not hispanic/latino, however, this information was not provided. The device investigation has been updated and the results are as follows: root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." CAPA ca-00016. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has not been returned. Once the device evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, oral hygiene not listed. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 23 for a primary procedure on tooth #18. The patient returned on 06/01/23 after implant placement. Upon examination, the provider noted swelling around implant, patient expresses pain at touch on implant. Based on the dates provided the implant failed to integrate and the device was removed.